Manufacturer narrative:
The device has not yet been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure performed on (B)(6) 2009. During procedure, three fluid loss alarms of 10cc at an unknown rate were generated during both the heating and ablation stages of the procedure. Although the patient experienced some cramping, the physician concluded that there were no uterine issues or cervical leaks due to this event. It was noted post procedure that fluid was leaking from the yellow tubing that connects to the sheath. The case was completed with a competitor's device. There wer no patient complications.